Manufacturer narrative:
The revision reported was likely due to disassembly of the humeral liner and tray, damage on the humeral liner, and metal wear between the glenosphere and humeral tray. However, the reported metal prosthesis wear on the humeral tray could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information, as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 3.5 years post initial left tsa, the patient experienced poly disassociation. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.